Event description:
It has been reported to philips that the azurion 7 b20 system. The system was rebooted multiple times. The system was not in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (rse) inspected the system onsite and confirmed that system keeps restarting. Upon further inspection, the fse identified the disks in the patient database were too full, the system was unable to open the patient database. Fse erased some patient database. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.